Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced left sided deflation post procedure. As a result, medial and inferior capsulotomy followed by bilateral prosthesis replacement with 350cc mentor moderate implants was performed on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/24/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No further investigation will be conducted on this complaint due was not confirmed. Manufacturer¿s reference number: (B)(4).